Event description:
It was reported that a patient who weighed approximately (B)(6) lbs was being transported in the ambulance for the issue of shortness of breath. It was reported that during the drive, the patient went into cardiac arrest. When this happened, the emt squeezed the fowler handle and the fowler would not lower. It was reported that the emt put all of his weight on the fowler to lower it, the fowler then lowered. The emt then got off of the fowler, and then it immediately raised. It was reported that the emts were later able to get an airway into the patient, but the patient ultimately expired.

Manufacturer narrative:
It was identified that fowler would not lower due to the fowler release handle being misaligned and damage caused by the emt forcing the fowler down.

Event description:
It was reported that a patient who weighed approximately 550 lbs was being transported in the ambulance for the issue of shortness of breath. It was reported that during the drive, the patient went into cardiac arrest. When this happened, the emt squeezed the fowler handle and the fowler would not lower. It was reported that the emt put all of his weight on the fowler to lower it, the fowler then lowered. The emt then got off of the fowler, and then it immediately raised. It was reported that the emts were later able to get an airway into the patient, but the patient ultimately expired.